Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that device had a hose that was leaking during therapy onto the patient surface. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Additional information provided confirmed that the device was leaking on to the floor and did not leak on to the patient surface. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that device had a hose that was leaking during therapy onto the patient surface. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that device had a hose that was leaking during therapy onto the patient surface. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Additional information provided confirmed that the device was leaking on to the floor and did not leak on to the patient surface. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that device had a hose that was leaking during therapy onto the patient surface. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.